Event description:
The customer reported that they received an erroneous result for one patient sample tested for vancomycin. The sample initially resulted as 1.2 ug/ml accompanied by a data flag. The sample was repeated with an increased sample volume, resulting as 15.4 ug/ml. The sample was repeated a second time and resulted as 15.7 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected by the event. The vancomycin reagent lot number was 66803201 with an expiration date of 06/30/2013. The field service representative could not determine a cause for the issue. He cleaned and inspected the sampling flowpath. He examined the cuvettes. He checked precision and accuracy. The precison results were within guidelines. He performed diagnostic and mechanical checks. The customer ran calibration and quality controls with passing results.

Manufacturer narrative:
A specific root cause could not be determined. Control and calibration data around the date of occurrence do not indicate a general performance issue. The within run control precision was found to be high compared to internal data, which indicates a possible hardware issue. A hardware issue could not be confirmed based on limited data available for investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.